Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that there have been a few occurrences where unspecified arteriotomy closures were attempted after unspecified procedures using proglide devices. During insertion of the proglide device, an audible and crunching type of click was heard when the needles were locked down. The needles were retrieved and there was no suture capture. There was a 30 degree bend proximally in one of the needles. The number of patients, procedures and devices used was not provided. The method of achieving hemostasis was not provided. The physician is reportedly trained in the use of the proglide device. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss and bend could not be determined. The reported noise and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.